Manufacturer narrative:
Manufacturer ref# (B)(4). Complaint conclusion: a healthcare professional reported that during a mechanical thrombectomy and after finishing the first thrombus aspiration, doctor delivered the embovac thrombus aspiration catheter (ic71125ca, 31464778) in the patient. The thrombus aspiration catheter was impeded in the proximal end of the long sheath and could not advance any more. The doctor only removed the thrombus aspiration catheter from the patient and observed uneven coating on the thrombus aspiration catheter tip, with exposed inner braided wires. The doctor then switched to a new thrombus aspiration to complete the procedure. There was no patient injury reported. Prior to the surgery, the outer packaging and device were inspected and found to be in good condition. Additional event information received on 15-oct-2025 indicated that the device did not kink/bent. The physician did not apply force at any time during the procedure. The target vessel/site was the left internal carotid, c7 segment. No additional intervention was needed to remove the device from the patient. The blood clots were short and long. There was no allegation of patient injury due to an alleged product issue. Additional event information received on 24-oct-2025 indicated that in the physician¿s opinion on the cause that contributed to the events, it was noted that ¿the stability of the coating is important¿. The device was returned to j&j medtech for further evaluation. A non-sterile ic 71, 125 cm, ce, asp. Ind. Was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the presence of hydrophilic coating was confirmed. Stretching was observed in the distal segment at 13.50 cm until the tip. No other damages were observed. Under magnification was noted that as a result of stretching the internal braided wires were exposed. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31464778 number, and no internal action related to the malfunction were identified. A functional test to replicate the impeded condition could not be performed due to the stretched condition of the returned catheter. As no manufacturing defects were identified, the failure mode experienced may have been the result of other factors, either isolated or in combination, such as interaction with other accessory devices, anatomical conditions or other clinical factors experienced during the procedure. According to the risk documentation, a damaged catheter is a potential issue that can occur due to the hemostasis valve not being opened sufficiently and/or the introducer not seated distally enough inside the hemostasis valve during the use of the introducer while inserting the catheter through the hemostasis valve of guide sheath/balloon guide/guide catheter. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Based on this, the customer complaint is confirmed. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during a mechanical thrombectomy and after finishing the first thrombus aspiration, doctor delivered the embovac thrombus aspiration catheter (ic71125ca, 31464778) in the patient. The thrombus aspiration catheter was impeded in the proximal end of the long sheath and could not advance any more. The doctor only removed the thrombus aspiration catheter from the patient and observed uneven coating on the thrombus aspiration catheter tip, with exposed inner braided wires. The doctor then switched to a new thrombus aspiration to complete the procedure. There was no patient injury reported. Prior to the surgery, the outer packaging and device were inspected and found to be in good condition.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 15-oct-2025 indicated that the device did not kink/bent. The physician did not apply force at any time during the procedure. The target vessel/site was the left internal carotid, c7 segment. No additional intervention was needed to remove the device from the patient. The blood clots were short and long. There was no allegation of patient injury due to an alleged product issue. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, and h11. Section b5: in the physician¿s opinion on the cause that contributed to the events, it was noted that ¿the stability of the coating is important¿. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.